Event description:
A customer reported a "replace sensor" message with the adc device. The customer therefore was unable to obtain sensor readings and lost consciousness. The customer had contact with a healthcare professional where a laboratory blood glucose result of "25" was obtained, and the customer treated with 3 iu rapid insulin and 8 iu of basal insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.